Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, thrombus formation was noted in the stent. The physician implanted two taxus express2 stents (3.5 x 20mm and 3.5 x 12mm). Overlapping, in a 25-28mm lesion in the rca. When the intervention was completed. It was noted that there was a thrombus posterior to the stents. The pt was treated with reopro and fibrinolytics. Following several inflations with a balloon, the thrombus was broken up and the rca was patent. Per the reporter, it appears that the most proximal stent was implanted with too large of an overlap and does not totally cover the proximal part of the rca. A proximal dissection is not excluded. The distal image appears to be more likely a filling defect than an acute thrombosis, as no occlusion is identified. No further injuries or complications were reported; the pt is reported to be doing well. It is believed that the incident is related to the procedure, not to the taxus express2 stents. Same case as manufacturer's number 6000089-2003-00663.